Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set and the adverse event of peritonitis characterized by bloody effluent. It is well established that pd patients are at high risk for peritoneum infections. The root cause of this patient¿s peritonitis can be attributed to a break in asepsis during pd therapy by a caretaker with no indication of a contributing malfunction or deficiency of any fresenius product(s) or device(s) as reported by a medical professional. Nonadherence to asepsis through touch contamination during pd therapy is the leading source of transmission of peritonitis causing pathogens. This is further evidenced by the presence of a microorganism that is part of the normal flora of human hands and skin. Therefore, the liberty cycler set can be excluded as a potential source or contributor to this patient¿s adverse events. Based on the available information, there was no allegation or objective evidence of any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event.

Event description:
It was reported by a peritoneal dialysis registered nurse [(pd)rn] that this pd patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler was hospitalized with a possible peritonitis infection. There was no specific allegation that this event was related to a deficiency or malfunction of any fresenius device(s) or product(s) in the initial reporting. Upon follow-up with the patient¿s pdrn, it was reported this patient was hospitalized on (B)(6) 2026 following blood that was noted in the patient¿s effluent during pd therapy. Peritoneal effluent fluid cultures and a white blood cell (wbc) count obtained and tested in the hospital (exact date not reported) presented with staphylococcus epidermidis in the culture and a wbc count of 15439/mm3 with 94% neutrophils. The patient was diagnosed with peritonitis due to touch contamination from a caretaker during pd therapy. The patient was prescribed intraperitoneal (ip) vancomycin for one dose and ip cefepime for 4 doses (duration and frequencies not reported) to address the infection while hospitalized. The patient¿s pd catheter (not a fresenius product) was removed during this hospitalization; however, it was not reported what modality of renal replacement therapy the patient continued with during this admission and post-discharge. The patient continued to recover from this event as he was awaiting discharge home. It was reported that the patient¿s peritonitis and the associated hospitalization were not the result of a deficiency or malfunction of any fresenius product(s) or device(s).